Event description:
The customer's mother reported that the insulin pump failed the high pressure test twice. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime the insulin pump during prime test due to faulty force sensor. Unable to perform basic occlusion test, occlusion test and excessive no delivery test due to prime anomaly. The insulin pump was received with scratched lcd window.